Manufacturer narrative:
Please note the product was returned for inspection. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the field indicated that during an angiogram, the 110 cm. 5 fr. Infinity pigtail 145 degree with 6 sh catheter was observed to have only one (1) sidehole. There was no reported patient injury. The procedure was completed successfully. No additional information is available. The product will be returned for inspection.

Manufacturer narrative:
The report received from the field indicated that during an angiogram, the 110 cm. 5 fr. Infinity pigtail 145 degree with 6 side holes was observed to have only one (1) sidehole. There was no reported patient injury. The procedure was completed successfully. No additional information is available. A non-sterile cath f5 inf pig145 110cm 6sh diagnostic catheter was received for analysis coiled inside a plastic bag. Per visual analysis, neither side holes nor side holes marks presencewere observed on the received unit. Review of lot 17042957 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint; however, it was confirmed that this issue is manufacturing related. The reported ¿diagnostic cardiology catheter-catheter (body/shaft) - no side holes¿ was confirmed through analysis of the returned device. This issue was found to be related to the manufacturing process and therefore, a risk assessment has been initiated.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.